Event description:
An implant card received on (B)(4) 2013 indicated that this vns patient underwent generator revision due to end of life and lead revision due to high lead impedance. Review of programming history shows that system diagnostics from the time of implant to (B)(6) 2013 are within normal limits.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.